Event description:
My name is (B)(6). I am writing concerning a surgery I had in 2001 at (B)(6). I have been having complications since about the second or third week, even now, from it. The surgery was a "bladder mesh" for a hernia. It feels as though I never had it taken care of. I feel the same sharp excruciating pain off and on when walking and when I sit down and try to get up also times when I stool. I experienced it times when my wife and I made love too. I was told to write you concerning this problem. I will appreciate your reply back please. Thank you and blessings.